Event description:
It was reported that during an rotator cuff repair surgery the implant has slipped out of the prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3636-1 knotless 1.8 fibertak was received for investigation. Visual evaluation of the returned device noted the soft anchor was bunched up. Further visual inspection noted the tip of the inserter was slightly bent. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misaligned insertion, and/or prying/leveraging the device during insertion.